Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damaged. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.